Event description:
Berlin heart was contacted by the clinic to report a suspected membrane defect in the left excor blood pump of a patient supported in the bvad configuration, due to an incomplete ejection of the affected blood pump. Berlin heart recommended a pump exchange. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well.

Manufacturer narrative:
The excor blood pump, (B)(4) was in use by the patient from (B)(6) 2021 until (B)(6) 2021 (183 days). We have reviewed the production records of the excor blood pump, (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the three layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as it is available.

Manufacturer narrative:
During initial visual examination of the returned blood pump no abnormality could be detected. The blood pump was then tested for functional performance, using setting used by the clinic and the setting defined by the berlin heart. Both with the test setting defined by berlin heart and the clinic settings, the pump reached its required functional specification. The pump was filling and emptying completely. The pump was then disassembled for further testing and the membrane layers were individually tested. All three layers of the membrane were intact, no defect could be found. Neither a defect nor a malfunction could be detected. The blood pump met its specification.